Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-17. Investigation summary: a device history review was conducted for lot number 9078849 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our quality engineers reviewed the device submitted by the facility. After conducting an evaluation of the device, our engineers were unable to identify any foreign material on the device. A review of the retained samples for this lot was also conducted but our engineers were unable to identify any instances of foreign material or aging of the prn to present in any of the available units. Based on the information available to them they determined that the coloration and advanced aging of the prn originate from the same root cause, environmental exposure during transportation or storage. Strong oxidizing or high humid/high temperature environment may lead the aging and deformation of the prn .

Event description:
It was reported that pegasus yel 24ga x 0.75in prn non-pvc had foreign matter. The following information was provided by the initial reporter: in the department of neurosurgery, there was unknown yellow liquid in the extension tube and aging heparin cap of the first needle before the packaging was opened. The aging heparin cap was found in the second needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24ga x 0.75in prn non-pvc had foreign matter. The following information was provided by the initial reporter: in the department of neurosurgery, there was unknown yellow liquid in the extension tube and aging heparin cap of the first needle before the packaging was opened. The aging heparin cap was found in the second needle.